Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopahty.

Event description:
Patient reported right side pain. Device has been explanted. Healthcare professional reported "enlarged lymph nodes in both axillae".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and overweight. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: -one opening striated in the side anterior assessed as surgical damage.

Event description:
Patient reported right side pain. Device has been explanted. Healthcare professional reported "enlarged lymph nodes in both axillae."